Event description:
The customer reported via phone call that she was off the insulin pump for 9 months and was needed assistance with programming the settings to start using it again per her doctor's instructions. The customer stated that she was taken off insulin pump therapy because she was not blousing. She was placed on insulin pens, but it has not worked. The customer reported the insulin pump alarmed unexpected restart when inserting a new battery since the insulin pump was stored or not in use for an extended period of time. The customer mentioned experiencing low blood glucose while not wearing the insulin pump. Blood glucose value is unknown. She also stated she received a lost sensor alert but she does not use the sensor feature. She was assisted with turning the sensor feature off. The alarm history was reviewed and a no delivery alarm was found. The settings were programmed and the customer with monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.